Event description:
It was reported that "as surgeon went to implant the 7x23mm bioabsorbable interference screw, the implant's tip broke off. Upon evaluation, the implant appeared "brittle". The implant was disposed of and the temperature monitor on the implant box was not evaluated. Surgeon proceeded to implant another stryker bio/absorbable interference screw without complication. Procedure was an acl repair with hamstring autograft".

Manufacturer narrative:
Additional info will be provided once investigation is completed.